Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: (B)(4) open racepacks. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. In spite of receiving two defective samples, without a closed samples a suitable analysis cannot be performed. Note of this incidence will be taken and if any closed sample is received in the future, the case will be re-opened and analysed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. The customer will receive a credit note for one box of product as a quality courtesy. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Needle detachment